Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well since recent programmed settings were switched inadvertently. The implantable pulse generator (ipg) is scheduled to be reprogrammed. No further patient complications have been reported as a result of this event.